Event description:
It was reported that the recanalization catheter would not cross the lesion. Reportedly, the recanalization catheter achieved 3-4 passes through an occluded stent when the tip buckled on itself and could not advance any further. There were no retraction issues reported. A wire and quickcross were used to complete the procedure, resulting in positive flow back through the intended area. The patient was reported to be doing well following the procedure.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported to date for corporate lot number fcwg10009, for these issues. The device was returned. The investigation is confirmed for retraction issues and material separation based on the condition of the returned sample. The investigation is inconclusive for failure to advance as functional testing could not be performed due to the poor sample condition. It is unknown if the core wire tip separation and/or the catheter and sheath bunching contributed to or were a result of the reported advancement issued. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event, it is possible that the advancement issues contributed to the guide wire issues. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.